Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the (B)(6), pre-operatively, there was a problem loading the device. They squeezed the handle then the I-beam got stuck and stopped moving. The stapler was unable to fire and the surgeon was unable to press the green button nor squeeze the handle. There was no patient involved.